Event description:
An investigation of the report was conducted by quality engineering group. No samples were returned. Inspection of house retains from lot 245330 found all the set to have the guard securely in place. Mfg, qa, and engineering have been notified of this reported incident. Co has determined from investigation that the reported event is not reportable under the medical device reporting (MDR) regulation, 21cfr, section 803. This report will be kept on file for future reference.